Event description:
It was reported that a caller experienced a malfunction on the pump, identified by the malfunction code malf 12, with fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer then continued to use the pump and was advised to contact support again if the issue reoccurs. Additionally, the customer successfully resumed insulin delivery after rejoining the sensor session while on the call with technical support.